Manufacturer narrative:
Corrected data b5: this device is no longer reportable as there were no allegations against this product.

Event description:
Additional information received stated that surgery only took place against the c5-c6 lead (sn (B)(6)) and not the t7-t8 lead (sn (B)(6)). This product is no longer reportable as there were no allegations against this device.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03361. It was reported that one of the patient's leads had high impedances. As a result, surgical intervention may take place at a later date to address the issue.